Event description:
The user reported that the unit would not turn on. There was no pt involved. When received at the factory, the problem could not be duplicated. The unit turned on, but would not turn off. The cause was a defective transistor (q6) in assembly. There was a broken pin on the paddle set connector, and some water damage was noted, but the problem could not conclusively be attributed to the damage. The event is not occurring more frequently or with greater severity than is usual for the device.